Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm as part of the pivotal trial approx 7 weeks ago. Aneurysm and vessel morphology were not reported. It was reported the pt was admitted to the hosp to repair an abdominal aortic aneurysm. Although the repair was successful, the pt experienced other complications, resulting in pneumonia and multiple organ failure and expired. The investigator stated that the death was not related to the device.